Event description:
Information was received from a consumer implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported not feeling stimulation or having therapeutic benefit since (B)(6) 2016. Stimulation was increased high but it hurt the patient. It was noted the patient met with their manufacturing representative the prior week where it was determined that the device had been off. During the call, it was confirmed that the therapy was on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.